Event description:
During the post reanimation treatment using the icy catheter (lot #185527), a 500 ml saline bag got emptied, and the thermogard xp ivtm system (sn: (B)(6) generated an "air trap warning" alarm. No leaked saline was noted on the floor or on and around the system. The customer performed the leak check per IFU and replaced the icy catheter with a new catheter. However, the ivtm therapy could not continue because the thermogard system displayed a tcmid:02 (ce danfoss error) error message. Another thermogard system (sn :(B)(6) was brought; however, the system could not detect the start-up kit (suk) air trap and displayed mid:09 (air trap assembly) error message. The cooling was continued using the cooling packs. The dwell time of the icy catheter was less than 24 hours, suspecting 250ml of saline infusion into the patient's bloodstream. No consequences or impacts on the patient. Please see the following related MFR reports: MFR 3010617000-2023-00561 for the 1st thermogard system (sn: (B)(6). MFR 3010617000-2023-00562 for the 2nd thermogard system (sn: (B)(6).

Manufacturer narrative:
The reported complaint of "the icy catheter (lot #185527) leak" was confirmed during the functional testing of the returned catheter. A bonding leak was observed at the distal end of the medial balloon during the functional testing in the peristaltic pump test. The probable root cause of the bonding leak could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter, and observed blood residues in the balloons and luer tubings. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to the known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate; a bonding leak was observed at the distal end of the medial balloon during testing, thus, confirming the reported problem. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for icy catheter with lot #185527.